Event description:
It was reported that undersensing and functional undersensing were noted on the device. The patient passed away, however, the physician did not consider the performance of the device to have caused or contributed to the death. Session records were provided for review by abbott technical support and there was no indication that the device caused or contributed to the death of the patient.